Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was over infusing the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on (B)(6) 2022 via email and attached to complaint object: no patients were involved and/or affected in any way by this device.

Manufacturer narrative:
Other text: device evaluation: the tamper seal was intact. A cracked air bubbled downstream sensor seal. Nothing was found in the event history log. Visual inspect device, performed per procedure. Customer problem was verified. Running three accuracy tests, the pump was found to be slightly high over the in house plus or minus 3% delivering to the manufacturing specifications. Recommend an expulsor to be trimmed down to bring the delivery closer to nominal of a range. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (last serviced in 01/2016) and there was no indication the complaint was related to previous service of the device.